Manufacturer narrative:
Age/date of birth: unknown/ not provided. Explant date: if explanted; give date: not applicable, lens remains implanted (B)(6). PMA/510(k) #: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. A slit lamp (postoperative) picture was provided by the customer for evaluation. The lens was observed in the patient eye. The glare of the light is showing what apparently is a white section such as ¿deposits¿. This may cause the iol opacity / discoloration and vision loss. However, it is visually impossible to identify through the photo provided, the origin of the ¿opacity in question on the surface and back side of the iol¿, and if the reported issue is in fact related to the manufacturing pcb00v process. The reported issue could not be confirmed through the photo provided. No product deficiency could be identified in this case. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no additional complaint folder has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted on (B)(6) 2020 and the operation was completed successfully. The postoperative exam with slit lamp on (B)(6) 2020 revealed opacity on the surface and back side of the lens. The examination the day after the operation was non-mydriatic, but there was no blue hue peculiar to the lens. The patient complained of having difficulty seeing with a slight blurred vision. The preoperative visual acuity (0.4) improved to (1.2) after the operation, but the awareness of haze was quite strong due to the turbidity. The physician was considering removing the iol. Additionally it was reported that on (B)(6) 2020, irrigation/aspiration (I/a) was used to remove turbid substances on the front and back surfaces of the lens. The cause of the substance is unknown. As a result of the disappearance of turbidity, the patient's blurry vision also was resolved the day after the operation and the eyesight improved, so the course was good. The patient has recovered and no patient injury reported. No further information was provided.